Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, pain. The implant was never placed. It caused pain on insertion, doctor removed from mouth and got contaminated.